Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) electrocardiogram (ECG) waveforms displayed "learning," and the heart rate (hr) was showing "----" (dashes) when two (2) transmitters were in hi-q view with the g5 monitoring units. The bme resolved the issue by changing the lead settings to v2 and v3 instead of v1. No patient harm was reported. Similar events were documented on tickets (B)(4). Investigation summary: as a result of the investigation, it was confirmed that the phenomenon could be reproduced when on the hiq-view function of the bedside monitor g5. When switching the 6-electrode leads and the 3-electrode leads for the ECG of the zm transmitter, the g5 operated to set the lead I to the chest leads (c1, c2). The correct behavior is to set one of the v1 to v6 leads for the chest leads (c1, c2). Although the customer reported that the hiq-view function was not used when the phenomenon of the 1st issue happened, it could not be identified from the log information because the log information didn't include the history of when the phenomenon happened. The cause was identified as the software of the g5 monitoring unit when using the hiq-view function. Nkc plans to implement a countermeasure for the issue in the next g5 monitor's software version, 02-27, estimated to be released in august 2023. To prevent the reoccurrence, update the g5 monitors software once the countermeasure software is released. The issue will continue to be monitored and will be reassessed after the release of the next software version. The bme responded with the g5 model numbers. Additional device information: d10 concomitant medical devices: the following devices were used in conjunction with the cns: transmitter: model #: zm-531pa, serial #: (B)(6), device manufacturer data: 23/12/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Transmitter: model #: zm-531pa, serial #: (B)(6), device manufacturer data: 14/12/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Org: model #: org-9110a, serial #: (B)(6), device manufacturer data: 26/08/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Org: model #: org-9110a, serial #: (B)(6), device manufacturer data: 07/07/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. G5 monitoring unit: model #: cu-151ra, serials #: (B)(6), device manufacturer data: 28/01/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. G5 monitoring unit: model #: cu-151ra, serials #: (B)(6), device manufacturer data: 11/11/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) electrocardiogram (ECG) waveforms displayed "learning," and the heart rate (hr) was showing "----" (dashes) when two (2) transmitters were in hi-q view with the g5 monitoring units. No patient harm was reported.